Event description:
According to the complaint, the customer reported that bug - will not proceed to "result" field on abl90 flex plus analyzer (serial number (B)(6)). Customer can see that all of the pid fields are filled in. Result button is available - when pressed - will not proceed to new field - this state is observed somewhere between 06:40ish until 8:45 - so the screensaver doesn't start either. Reboot - ok. Additional information received on 24feb2025: it concerned abl90 flex plus analyser serial number (B)(6) as originally reported. Additional information received from investigator on (B)(6)2025: it does appear that the sample was lost, I can see in the data logs and in liveconnect that a measurement was attempted, however nothing was transmitted/ saved to the database. From the database logs I can see the operator perform the measurement, and the results being ready however after that appears an error. A bug has been created.

Manufacturer narrative:
Investigation is on-going; however the pre-investigation shows error message resulting in loss of function caused by software issue. If e.g. The analyzer must be restarted after measurement, the sample is lost. It appears that the software (analzingunit) failed / crashed. Additional information was received on 07mar2025 (see b5) which made this incident reportable and this is the awareness date for this MDR report.

Manufacturer narrative:
Radiometers investigation showed error message resulting in loss of function caused by software issue. The most likely reason to the issue is the database is corrupted. Recommended upgrading to 3.5 mr11.